Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 312 mg/dl and the sensor glucose was 40 mg/dl and other blood glucose level was 350 mg/dl, 120 mg/dl, 150 mg/dl for the calibration. The customer was assisted with troubleshooting. Customer stated that the insulin pump kept suspending because of the low sensor glucose value. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang customer stated that there was blood inside the sensor. Customer stated that the site did not actively bleeding. Customer reported that they did not receive a sensor updating not available alert. Customer reported that they did receive a calibration not accepted alert. The sensor will not be returned for analysis.